Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The f-38 alarm was identified during the functional testing. The cause of the condition was determined to be due to damaged force sensing resistors (fsrs). To correct the condition, the device was removed from service. The device was swapped and replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flogard infusion pump was found with an f-38 alarm. There was no report of patient involvement. No additional information is available.